Event description:
In (B)(6) 2010, a miniarc-p device was implanted. Initially the patient experienced groin pain that improved. In the last six weeks the patient experienced increased pain and painful urination. Intervention undertaken was to "cut" the miniarc-p mesh "arm"on the right side with removal of a small portion of the mesh. Patient outcome is to be determined.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.